Event description:
Baxter (B)(4) received a report than an infusor had no flow during patient infusion. The device was filled with an 88 ml solution containing 2100 mg fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit showed no signs of blockage in the delivery tubing and the bladder that could have caused the reported issue. However, flow was not readily observed at the distal luer despite several attempts of forced prime. Microscopic examination of the flow restrictor revealed that the root cause of the no flow condition was crystallized drug blocking the fluid path at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.